Manufacturer narrative:
(B)(4). One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Visual inspection revealed the tubing was cut proximal to the handle. The electrical and optical connectors were not returned with the device. Functional testing was not possible due to damage to the device. The log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk with the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Ablation was performed with the tacticath quartz ablation catheter in the right isthmus. Following rf application, a steam pop occurred and the patient became hypotensive. An echocardiogram was performed which revealed a pericardial effusion. A pericardiocentesis was performed and the patient was transferred to surgery for repair of the hole in the right isthmus which stabilized the patient.